Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm of injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse did verify the error code in memory that substantiates the customer's claim. The cse replaced components associated with the error code. The unit passed extended self testing.